Event description:
Client was riding the lift downwards in the early morning hours in complete darkness. The lift stopped at the mid landing and as she tried to get off she fell and broke 3 ribs and cut her arm. Client refused to provide any information regarding hospitalization/emergency care.

Manufacturer narrative:
Inspected lift on-site and could not duplicate any issue with the lift stopping mid-rail. Tested successfully full runs up/down multiple trips. All systems checks were normal and lift functioning to spec. All safety edges tested properly, no safety edges engaged. Client could not recall if she had possibly engaged the arm interlock switch while riding the lift down. Tech did another demo with the client to ensure proper education on swiveling and riding position with seat belt as well as arm interlock.